Event description:
Covidien received a report alleging that the device was providing high spo2 readings.

Manufacturer narrative:
No product returning for investigation. The service history were reviewed and there were no similar complaints or services performed for this unit.